Event description:
It was reported from the medical-surgical unit that the there was an over-infusion of an antibiotic tigecycline. The default infusion time for tigecycline is set to 30 minutes on the pcu. At the doctors request, the infusion was manually changed to 60 minutes. When the infusion was started the "time to infuse" changed from 60 minutes to 30 minutes automatically which was witnessed by the nurse and the patient. The customer states that there was a change in course of treatment because the patient received the medication in 30 minutes instead of 60 so it infused too fast. There was no adverse consequence caused to the patient as a result of this event.

Manufacturer narrative:
Suspect revised to 8100 lvp s/n (B)(6). The customers reported issue of the time to infuse changing automatically was not confirmed in the event logs or replicated during testing. Review of the returned pcu and pump module s/n (B)(6) error log showed no errors or malfunctions on the customers reported incident date of (B)(6) 2020. Keypress replication using the received pcu and pump module s/n (B)(6) observed no unintended rate change or programming errors. The pcu device was powered on (B)(6) 2020 at 10:26 am the profile in use was ¿sch_4.2.20 adult med-surg¿. At 10:28 am pump module s/n (B)(6) was programmed for a guardrails drug infusion of tigecycline (drug ID 191), 100mg in 100ml, rate of 200ml/h and vtbi 100ml. The user selected duration and entered a duration of 60 minutes, the rate was adjusted to 100ml/h and the infusion was started. Primary volume infused at the time was 0ml. At 11:28 am the pump module infusion completed ending in a kvo alert. Primary volume infused was recorded as 100ml. Functional testing performed found no anomalies with the returned pump module. Internal inspection found no anomalies with the pump module. The device was being used for treatment purposes. Log analysis results: the pcu error log and the pump module error log recorded no errors or malfunctions on the customer¿s incident date of (B)(6) 2020. The pcu device was powered on (B)(6) 2020 at 10:26 am the profile in use was ¿sch_4.2.20 adult med-surg¿. At 10:26 am pump module s/n (B)(6) was programmed a guardrails drugs infusion of tigecycline (drug ID 191), 100mg in 100ml, rate of 200ml/h, vtbi 100ml (30 minutes) and the infusion was started. Pvi at the time 0ml. At 10:27 am pump module was selected for programming, user attempts to select ¿time left¿ keypress is returned invalid and the user channels off the pump module. Pvi at the time 1ml. At 10:27 am the pcu system was powered off and then was powered on. At 10:28 am pump module was programmed a guardrails drug infusion of tigecycline (drug ID 191), 100mg in 100ml, rate of 200ml/h and vtbi 100ml. The user selected duration and entered 60 minutes, the rate was adjusted to 100ml/h and the infusion was started. Pvi at the time 0ml. At 11:28 am pump module infusion was completed and kvo was started. Pvi at the time 100ml. At 11:30 am pump module alarmed for door opened and flow stop open (1 second) and at 11:31 am the unit was removed. Pvi at the time 100ml. At 12:44 pm the pcu system was powered off and then was powered on. At 12:44 pm and at 6:52 pm concomitant pump module s/n (B)(6) was programmed a guardrails drug infusion of tigecycline (drug ID 191), 100mg in 100ml, rate of 200ml/h and vtbi 100ml (30 minutes. The user selected duration and entered 60 minutes, the rate was adjusted to 100ml/h. Both instances of the programed infusions did not complete as the user got check IV set alarms and subsequently powered off the system. The root cause of the customer¿s complaint of the time to infuse changing automatically was not confirmed in the event logs or replicated during testing. Device history review: review of the service s/n (B)(6) history record showed the device s/n had a manufacture date of 27jul2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 14aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the medical-surgical unit that the there was an over-infusion of an antibiotic - tigecycline. The default infusion time for tigecycline is set to 30 minutes on the pcu. At the doctors request, the infusion was manually changed to 60 minutes. When the infusion was started the "time to infuse" changed from 60 minutes to 30 minutes automatically. The customer states that there was a change in course of treatment because the patient received the medication in 30 minutes instead of 60 so it infused too fast. There was no adverse consequence caused to the patient as a result of this event.